Event description:
The account generated a false negative architect stat troponin-I on a patient sample ID (B)(6). Initially, the patient sample tested architect stat troponin-I positive of 0.032 ng/ml on another analyzer, but further testing of the sample generated the negative result of 0.024 ng/ml. The account was expecting a positive troponin result because the patient tested architect stat troponin-I positive of 0.030 ng/ml, five hours earlier. The account uses a troponin cutoff of <0.028 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier did not contain enough spaces for the patient ID. The entire patient ID is (B)(6). (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
No customer returns were available for evaluation. A review of ticket trending did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of reagent lot 60820un14. Acceptance criteria was met which indicates acceptable product performance. The same sample which was previously tested on the same instrument generated a positive result and the retest of the sample on another instrument also generated a positive result, indicating a possible sample integrity issue. Additionally, the specimen collection and preparation for analysis section of the architect stat troponin-I package insert provides examples of situations that may cause erroneous results. Based on this evaluation, the architect stat troponin-I assay is performing acceptably.